Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with a discrepancy greater than 15 units. There was no adverse impact to the customer¿s blood glucose level, as it stayed within the normal range. To resolve the issue, technical support guided the caller through filling and loading a new cartridge, which corrected the discrepancy, and arranged to return the original cartridge.